Event description:
Allegedly revised due to mom complications (left hip).

Manufacturer narrative:
The complaint database was also reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02345, -02346, -02348. This report will be updated when investigation is completed.